Event description:
The customer reported that the device locked up at the end of operational check and showed a white screen. There was no patient involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device locked up at the end of operational check and showed a white screen. There was no patient involvement. The customer subsequently ran another operational check and tested the device, and all tests passed. The symptom could not be reproduced. The device passed operational check and wa placed back into service. No parts were replaced. We are considering this a malfunction. We cannot determine the cause because the symptom was not reproduced and no parts were replaced.